Manufacturer narrative:
Angiodynamics notified the dialysis catheter manufacturer of this complaint event on (B)(6) 2017 via supplier corrective action request scar003185. As part of a review of complaints related to distribution only products, angiodynamics identified that it does not have objective evidence that the manufacturer assessed this complaint event for MDR reportability. As a result of this review, angiodynamics chose to assess this complaint event for reportability and determined that it does meet the criteria to file an MDR. This retrospective MDR is being filed based on this review and to ensure complaint file is complete. The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint reference (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2017: a patient had a dialysis catheter inserted with no report of complication or device malfunction. Post procedure, the surgeon noted the catheter did not function as intended. The catheter was removed and replaced with a new of the same device. The reported defective device has been returned to the manufacturer for an investigation.

Manufacturer narrative:
Based on the sample evaluation by the supplier, this complaint no longer meets the criteria of a reportable event. One schon dialysis catheter was returned for evaluation and forwarded to our vendor for evaluation via (B)(4). Per (B)(4) vendor response, no leaks were detected on the returned sample. The customer's reported complaint cannot be confirmed. The incoming receiver lot record and the vendor manufacturing lot records both indicate that all device specification and quality requirements were met. Per (B)(4) vendor response, no leaks were detected on the returned sample. The customer's reported complaint cannot be confirmed. The instructions for use, which is supplied to the end user with this catalog number, states: "clamping the catheter repeatedly in the same spot could weaken the tubing. Change the position of the clamps regularly to prolong the life of the tubing." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).